Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield silicone was missing on one of the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). Specific actions for the reported and analyzed failure mode are being maintained and documented under maquet's failure investigation report (fir) system. The device was returned to the factory for investigation. Signs of clinical use was observed. There was no evidence of blood detected. The silicone coating on the jaws was observed to be peeled at the tip of the cold jaw, exposing the inner foundation of the jaw. The heater wire was observed to be flexed at the center, yet remained attached at the tip and base of the hot jaw. Based on the returned condition of the device, and the results of the investigation, the reported failure "peeled jaw" is confirmed, and the analyzed failure "material twisted/bent; wire" is confirmed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield silicone was missing on one of the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.